Event description:
It was reported that the system 9600+ displayed iris pot error prior to a procedure. The error could not be cleared through repeated attempts at initialization. There was no adverse pt involvement reported. There was not pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the colimator was sticking. The collimator was aligned and lubricated. The system was tested, and found to be working as intended, and placed back into service.